Event description:
It was reported that the physician missed the refill port and injected all of the baclofen into the patient's stomach. It was stated that the physician knew he missed when all of the medication "came out to his skin." However, the baclofen got into the port on the second attempt and the patient was sent home. It was reported that within a few minutes, the patient became unresponsive and went into a coma for the next three hours. The patient was intubated for 16 hours when he quit breathing and his heart rate dropped. The drug used in this system was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received confirmed that the event was due to pocket fill and the patient experienced drug effect. During the refill, the needle was felt in place and expected amount of drug was removed. New medicine was instilled and needle was removed, and then skin over the pump became swollen. There was clear fluid leak from the needle hole. The pump was re-accessed and expected amount was removed. The pump was filled, then redirected needle into the pocket. Approximately 0.5 ml of drug was obtained. About three hours later, the patient became lethargic. The patient was seen in emergency department with respiratory depression, and the patient was intubated for 14 hours. The patient recovered within the next 24 hours and discharged 48 hours post refill. Hospitalization was required. The patient outcome was noted as serious life threatening injury and recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).